Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Expiration date has been updated.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. The result from the meter was 3.0 inr and the result from the laboratory at a clinic was 2.28 inr. On (B)(6) 2018 at approximately 08:30 am, the result from the meter was 3.6 inr and the result from the laboratory at a hospital was 2.52 inr. There was no allegation of an adverse event. The customer measures qc once a year. The customer has had no changes in diet, had no liver issues, and no health issues the customer's therapeutic range was 2.5-3.5 inr. The suspect device was requested to be returned for investigation.